Event description:
It was reported that the clinicians were performing a therpaeutic procedure on a pt presenting an achalasis cardia condition. An achalasia dilator was being used during the proceudre. It was reported that while adjusting the achalasia dilator balloon (located at the gastro esophageal junction) for proper positioning at the cardia before dilatation, the balloon became detached from the catheter and slipped into the pt's stomach. The physician then reinserted the endoscope to remove the balloon and successfully retrieved it via the aid of biopsy forceps. The clinicians obtained another device and successfully completed the pt procedure. The complainant indicated that there was no adverse affect on the pt as a result of the reported problem.